Manufacturer narrative:
Evaluation: results: shelf life exceeded; no results available since no evaluation performed (device or procedural images not provided for review). Failure to follow instructions (the complete se product instructions for use (IFU) recommends use of the product prior to the use by date noted on the package). Conclusion: failure to follow instructions (the complete se product instructions for use (IFU) recommends use of the product prior to the use by date noted on the package). No device failure (no issues reported during stent deployment; device performed as intended). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
It was reported that a complete self expanding (se) peripheral stent was implanted in a patient and after deployment, it was noted that the device was used nine (9) months beyond its expiry date. No patient injury or clinical sequelae were reported.